Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address femoral loosening at the cement/bone interface. The cement used in the primary surgery was a competitor's product. During this surgery, osteolysis was also found.